Event description:
New information received on july 25th, 2018 states that clavicular crush and low, out of range, high voltage lead impedance issues were also observed. No insulation lead damage was observed.

Manufacturer narrative:
The reported events of low pacing impedance, noise and clavicular crush were confirmed. A clavicular crush of the conductor was noted at 18.6 cm to 21.0 cm from the connector pin. All lumen were found to be breached with the damage due to clavicular crush. The etfe coating was forced on one of the cables. The ptfe liner was found with damage consistent to clavicle crush force exposing the inner coil. Insulation suture damage was observed 14.3 cm to 14.7 cm from the connection pin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, oversensing noise issue was observed on the rv lead. Isometric testing confirmed oversensing noise. No other electrical anomalies were observed. Lead was explanted and a new lead was implanted. Patient was stable post procedure.